Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in a placed stent. The 90% stenosed lesion was located in the moderately tortuous proximal and middle left anterior descending (lad) artery. The atlantis sr pro2 imaging catheter was used successfully for pre-ivus (intravascular ultrasound). A non-bsc stent was implanted in the lesion. The imaging catheter was then used for post-ivus to check stent apposition which was fully expanded and well apposed. During withdrawal, the imaging catheter became stuck on the distal edge of the stent. The physician advanced a non-bsc guide wire to the side of the stuck location, changed the angle of the imaging catheter and then the imaging catheter was released and successfully removed. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Kinks were observed in the sheaths assembly at 13.5 cm from femoral marker at proximal and 2.5 cm distal side. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in a placed stent. The 90% stenosed lesion was located in the moderately tortuous proximal and middle left anterior descending (lad) artery. The atlantis sr pro2 imaging catheter was used successfully for pre-ivus (intravascular ultrasound). A non-bsc stent was implanted in the lesion. The imaging catheter was then used for post-ivus to check stent apposition which was fully expanded and well apposed. During withdrawal, the imaging catheter became stuck on the distal edge of the stent. The physician advanced a non-bsc guide wire to the side of the stuck location, changed the angle of the imaging catheter and then the imaging catheter was released and successfully removed. No patient complications were reported and the patient's status is reported as good.